Event description:
Information received with the return of the explanted device notes that the patient was dependent on ventricular pacing. He h ad an intrinsic rhythm of 30 bpm. The atrial lead did not capture at the highest output setting annd did not sense at the most sensitive setting.